Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit will not operate on battery power. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, e1-(site country, event site email), g3, g6, h2, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) device will not operate on battery power. Biomed cancelled the call. He replaced the batteries on his own and does not want us to come out and service the pump . There was no patient involvement.

Event description:
N/a